Manufacturer narrative:
The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).

Event description:
It was reported that prior to the procedure, the handpiece was "hard to squeeze". There was concern that the needles may fall to retract after being deployed in the pt. The device was not used. The procedure was completed with another handpiece. There was no injury to the pt.